Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had high thresholds. Both the right ventricular (rv) lead and atrial leads were capped and replaced. During the replacement procedure there was difficulty positioning the new atrial and ventricular leads. A position could not be found where the atrial lead helix would hold, and the rv lead was difficult to position due to combination of tricuspid regurgitation, enlargement of the right ventricle and pulmonary hypertension. Eventually so many different positions were tried that the helix failed. The leads were removed, and different leads were introduced and implanted via new access sites. In addition, it was noted that a previous right atrial (ra) lead had been revised in the past due to a ¿lead failure¿. The patient¿s records of this previous lead issue were not available, so the nature of the failure was unknown.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrogram on the remote transmission showed what appeared to be a pause at the end of the episode. Oversensing of the right ventricular (rv) lead was suspected. It was further reported that the lead had high thresholds. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.